Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results generated by synchron lxi 725 clinical system. The results were reported out of the laboratory, and were questioned by a medical staff. Subsequent testing on the same instrument and on an alternate instrument after re-calibration produced higher results and the amended reports were issued on 74 patient samples. The customer reported that one ER patient was treated based on an erroneously low potassium result. There was no harm done to the patient as a result of the treatment.

Manufacturer narrative:
The system is routinely calibrated every 24 hours, and qc is run every 8 hours. Qc was within the established ranges prior to the event. The laboratory temperature is monitored and stable. The customer reviewed the series of events that led to low results, and the calibrators were suspected. After fresh calibrators were put into use on (B)(4) 2010, there were no further problems. A bci engineer confirmed that the system was operating within the specifications.